Event description:
Pt admitted to hosp for removal of bilateral breast implants and bilateral total ablative capsulectomy secondary to incredible pain surrounding silicone gel implants that were very hard and uncomfortable and dystrophic calcification surrounding the silicone gel implants. These implants had been placed in 1974. Surgeon stated it was medically necessary to remove the breast implants. Pathology noted surgically removed gel breast implants were both intact. MFR of breast implants is unknwon. The breast implants were round gels with a quarter-sized patch that had white mesh on the back of it. The implants had turned yellow in color. Pt gave hosp permission to discard both surgically removed breast implants.